Event description:
It was reported that this system with a pacemaker and this right atrial (ra) and the right ventricular (rv) leads showed low, out of range pacing impedance values for the rv lead channel. There was also noise artifact over sensing on rv electrograms (egms), ra lead far field over sensing and a recorded signal artifact monitoring event that appears as noise over sensing. There was no evidence of a pause on egms. Health care professional reported patient complaint of dizziness and lightheadedness. The rv lead dally impedance measurement was turned off. It was also discussed that pacing leads required further evaluation as rv pacing lead was suspected to be compromised. The ra automatic pacing threshold test was successful. Rythmiq feature episodes were recorded with brady mode change from dual pacing and sensing to atrial only sensing and pacing. The pacemaker, this ra lead and the rv lead remain in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).